Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station reported overheat 69 with a burning smell; reboot and power cycling attempts were unsuccessful, and the issue persisted, so the user turned off the station and used another station to dispense medication. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator with smart remote manager (srm) attached failed. A field service engineer (fse) followed up on the refrigerator with the smart remote manager (srm) that had failed and was moved to basement storage. A site visit was requested to review the events although hvac had repaired a unit and confirmed it would be in place prior to arrival; the customer successfully completed the refrigerator swap independently. The fse confirmed the update, and no further repair actions were required at that time. Validated srm accuracy using reotemp thermometer (eq 104244). Verified housing and latch were secure to the unit, and confirmed cable was in good condition and securely connected from the tower to the srm. The system functioned as intended after the field service engineer investigated the device.